Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The account communicated that the low flows were related to ventricular tachycardia (vt). A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported vt and hypertension could not be conclusively determined through this investigation. The controller event log file captured transient low flow hazard alarms on (B)(6) 2023. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient ultimately underwent a transplant on (B)(6) 2023, and heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. It was reported the patient's outcome was not considered to be device or therapy related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. The IFU lists cardiac arrhythmia and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. G is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms, confirmed through log files. Additional information was received that the patient was in the process of recovery in the intensive care unit and that the ventricular tachycardia and hypertension had resolved. The patient was treated with the administration of milrinone (primacor). Additional information was provided that the arrhythmia was sustained, and the low flows were thought to be related to the ventricular tachycardia. The patient had a history of arrhythmia prior to lvad implant. The patient was transplanted on (B)(6) 2023. No further information regarding the transplant was provided.

Manufacturer narrative:
Initial reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.